Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 25.5 mmol/l at the time of hospitalization. The customer was treated in the hospital and released around 8 pm. Customer stated they stopped insulin pump overnight. Customer stated cannula was bent due to rise in blood glucose. The insulin pump will not be returned for analysis.